Event description:
On (B)(6) 2015 a death certificate was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2008 and the patient¿s cause of death was sudden unexpected death with underlying (secondary) causes of lennox gastaut syndrome and cerebral palsy. The death was sudden, within minutes, and the death certificate indicates that an autopsy was not performed. The place of death is documented as "own home." A sudep (sudden unexpected death in epilepsy) evaluation was performed by the manufacturer and it was determined that the death was classified as probable sudep, although there is no information indicating that the death is related to vns.